Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description patient reported that the monitor is giving inaccurate readings, and also cause bruising due to the cuff being too small. Manufacturer narrative (provided by livongo) it was determined that the inaccurate readings and bruising that the patient reported were due to the cuff being too small for the patients arm.the device associated with this iincident was not returned for investigation.should the device be returned, a supplemental report will be filed to ddocument the results of the investigation.